Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was not powering on. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014 at noon. The patient reportedly manages her diabetes with insulin (unknown type) through pump therapy and denied making any changes to his usual diabetes management routine. The patient claimed 2 hours after attempting to test with the subject device, he became ¿nauseous.¿ he reported that he administered additional insulin (unknown dose) as self-treatment at 2pm that same day. No other device was used for testing at the time. He reported testing later that evening at 8pm and obtained a reading of ¿380mg/dl¿ on an unknown device. No further action was taken. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. The battery was not due for replacement and the issue remained unresolved. Replacement products were sent to the patient and subject products are pending return for investigation. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs¿s definition suggestive of severe hypoglycemia or hyperglycemia, and he did not take inappropriate action due to the issue. However, this complaint is being reported because the alleged product issue remained unresolved.